Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and identified that the injection site was missing from the set. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set had a missing y-site. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.